Manufacturer narrative:
(B)(4).

Event description:
It was reported that post system implant procedure, patient's blood pressure dropped and pericardial effusion was noted via echocardiogram caused by rv lead perforation. Pericardiocentesis was performed. The following day the lead was repositioned. The patient is stable.